Event description:
An (B) (6) patient called in to lifecor customer support to report that his battery charger is not charging the batteries. He reports that the charger always says to insert battery regardless of whether a battery is in or not. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B) (4) has been completed. The reported problem was confirmed. The reported problem was isolated to the charger. The cause for the batteries not holding their charge was found to be a defective charger. The cause of the defective charger was a failure of the synchronous buck converter (u603 component) on the pca board. The root cause for the u603 component failure cannot be positively identified. There have been no other reported incidents of this failure. The patient received a replacement charger. No adverse event resulted from the u603 component failure. The patient received a replacement charger.